Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that the coil was stretched and could not be deployed. A 10mm x 40cm interlock-35 coil was selected for use in a renal artery embolization procedure. During the procedure, it was noted that the coil was stretched and could not be deployed after the coil was repeatedly advanced. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. However, device analysis revealed that the arm of the coil was detached.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath, and the delivery wire were returned for analysis. Visual and microscopic inspection revealed that the main coil was bent and stretched at the arm of the coil and the primary coil section. Moreover, the arm of the coil was detached. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specifications.